Manufacturer narrative:
The device was returned for investigation: visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted, and the device passed the setup and test phases, the device worked as intended, the tissue acquisition test was performed, and 12 samples were obtained without issues. No abnormal behavior was found during the test. Hence, the complaint cannot be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva procedure on (B)(6) 2024, the needle failed in the middle of the exam. Radiologist could not continue to take samples and was unable to lavage. Procedure was aborted. No additional intervention was required. No other information available.